Manufacturer narrative:
Corrected information: sex. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft contralateral limb was attempted to be implanted in the patient for the endovascular treatment of a 55 mm in diameter abdominal aortic aneurysm. The patient had a tortuous iliac artery. It was reported that, during the index procedure, the physician attempted to deploy the endurant ii stent graft contralateral limb. However, the graft cover could not be retracted and the stent graft was unable to be deployed. The physician elected to remove the delivery system and use another endurant ii stent graft limb to complete the procedure. No consequence to the patient was reported. Per the physician, the cause of the event was suspected to be due to the patient anatomy of a tortuous vessel. No clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
The complaint could not be confirmed since the event took place in-vivo. The root cause of the event could not be conclusively determined; however, was likely due to the combination of the reported vessel tortuosity and the resulting kink in the region just above the stent stop cup. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.